Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 541 mg/dl. The customer¿s blood glucose level at the time of incident was 300 mg/dl and blood glucose level was 205 mg/dl at the time of call. The customer experienced symptoms such as vomiting. The customer was given treatment with insulin pump and was getting treatment during hospitalization. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The customer declined troubleshooting. The customer reported bent cannula. The insulin pump will not be returned for analysis.